Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. Reportedly, the patient is pacer dependent, so the pacemaker was reused as an external temporary pacing device and off label use was intentional. There were no additional adverse patient effects reported. The pacemaker remains in service.

Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. Reportedly, the patient is pacer dependent, so the pacemaker was reused as an external temporary pacing device and off label use was intentional. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information received from product investigation indicates that the pacemaker is now explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the allegation against the product was not confirmed. The device was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device. This supplemental report was created to correct the entry in h6: impact codes and to capture the investigation results.